Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue.

Event description:
The customer reported that the ventilator screen is blank and all leds are lit up on front panel. No pt involvement.